Manufacturer narrative:
Internal report # (B)(4). Investigation completed and product evaluated with no defect found on returned meter;the customer returned a wronged vial test strips lot;unable to evaluate. Most likely underlying root cause of malfunction:user had an inaccurate reference. Test strip-UDI#:(B)(4).

Event description:
Costumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from results obtained from back to back blood test results reported of 179 and 235 mg/dl. The customer also stated concern with the low result of 77 mg/dl in the meter's memory. The customer's expected fasting blood glucose test result range is 80 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 155 mg/dl and 144 mg/dl . The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is 11/21/2016. The meter memory was reviewed for previous test result history (customer stated concern with low result of 77 mg/dl): the 146mg/dl (B)(6) 2016 10:00 am fasting:yes, the 156mg/dl (B)(6) 2016 12:33 pm fasting:yes, the 153mg/dl (B)(6) 2016 09:16 am fasting:yes, the 77mg/dl (B)(6) 2016 07:12 pm fasting:yes, the 191mg/dl (B)(6) 2016 09:21 am fasting:yes. Memory concerns:191mg/dl, 153mg/dl, 156mg/dl, 77mg/dl. Customer states additional that the meter is giving error messages,the customer does not provide the exact error message.